Event description:
The user performed the pre-use checkout on the device and the device passed. During a case, the user observed that the white ceramic valve disc within the breathing system broke. The user was unable to ventilate the pt on the device. The user ventilated the pt with an alternate device, while the valve disc was replaced. The case was completed using the device. No pt injury reported.